Event description:
Reported due to stent dislodgement. The physician attempted to use the graftmaster to seal a free perforation in the left anterior descending artery (lad), but was unable to advance to the site of perforation. The stent, delivery catheter and guidewire were removed then an ironman guidewire placed. Then the graftmaster was placed back into the lad, but still was not able to get to the perforation site. The stent delivery catheter and ironman wire were removed. Resistance was felt at the time of removal and upon inspection of stent delivery catheter, it was noted the stent was no longer on the delivery catheter. The physician was unsuccessful in his attempt to retrieve the undeployed stent from the lad with a microsnare catheter. A voyager balloon catheter was placed at site of the undeployed graftmaster and inflated multiple times to crush the graftmaster against the sidewall of the lad. The patient left the cath lab in stable condition.

Manufacturer narrative:
The device was not returned for evaluation, but the lot information was provided. Review of the device history record for this lot did not produce any findings relevant to this investigation.